Manufacturer narrative:
(B)(4). Date of event: is estimated "15 days from surgery" date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what is the severity of the burn? (Please see degrees of burns below and choose one) it was a third degree burn what medical intervention was used to treat the burn? (Such as salve or stitches)besides the burn, did the patient experience any adverse consequence due to the issue? What is the current patient status? Patient was undergoing a CABG procedure and died after 15 days from the surgery. The death reported was not due the burn as reported by the operating surgeon. Are there any anticipated long-term effects from the burn or injury? -rest details are unknown attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the event description states ¿the death reported was not due to the burn ¿, what was the cause of patient death? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient death and if so why? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? Is the megadyne pad currently being used in the facility. If no, why not? Are there any photos of the burn that you could share with us in regards to the burn? If yes, please send to (B)(4) what medical intervention was used to treat the burn? (Such as salve or stitches) how was the patient positioned? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient? Was the pad rinsed and let dry before it on this surgical procedure? How was pad cleaned? Was there any patient warming blankets used? If yes what warming blankets were used? What brand of warming blanket was used? Is it possible the patient was in contact with a metal portion of the or table? What generator was being used? What power levels was generator set to? What was the endofactor that was being used? Is the device being returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a CABG procedure there was a pad site burn. The patient had a severe pad sit burn on the buttock area.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2022. Additional information was requested, and the following was obtained: the event description states ¿the death reported was not due to the burn ¿, what was the cause of patient death? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient death and if so why? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? Is the megadyne pad currently being used in the facility. If no, why not? Are there any photos of the burn that you could share with us in regards to the burn? If yes, please send to productcomplaint1@its.jnj.com. What medical intervention was used to treat the burn? (Such as salve or stitches) how was the patient positioned? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient? Was the pad rinsed and let dry before it on this surgical procedure? How was pad cleaned? Was there any patient warming blankets used? If yes what warming blankets were used? What brand of warming blanket was used? Is it possible the patient was in contact with a metal portion of the or table? What generator was being used? What power levels was generator set to? What was the endofactor that was being used? Is the device being returned for analysis? Answer = as per my discussion with surgeon ,the death of the patient was due to ill condition of patient. The surgeon was not sure about the deficiency in the pad but it was communicated from our side that it is not recommended to use the megasoft pad after expiry of self life of 2 years. This incidence occurred after expiry of self life of 2 years of megasoft pad .the pad is not currently getting used. I am unable to answer to the rest of the questions due to lack of knowledge regarding the incidence upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a death, and has been revised to a serious injury.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2022. Photo analysis: this is an evaluation of an image sent by the account. Image: a photo of patient lower back area is available for evaluation. The superficial layer of lower back skin looks complete black with large piece/area of skin peeling off. The exposed area shows dark red with some char spots and are generally dry. In the peripheral areas, there are visible blisters and swollen. The presentation of the low back skin is consistent with second to third degree burn. However, the cause of the burn could not be determined based on the photo. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the DHR the pad expired on 2/18/2022. The event date of the procedure was (B)(6) 2022. It should be noted that the pad appears to have been used after the expiration date because the instrument was not returned our evaluation is limited.